Event description:
Caller reported a malfunction on the pump, specifically with malfunction code 12, which occurred despite no notable events beforehand. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had experienced this issue at least three times before. To resolve the problem, technical support decided to replace the pump with one that has updated software. The customer agreed to use the current pump as backup therapy until the new pump arrives and confirmed understanding of all instructions related to returning the malfunctioning pump.